Manufacturer narrative:
Title: incidence and risk factors for umbilical incisional hernia after reduced port colorectal surgery (sil+1 additional port)¿is an umbilical midline approach really a problem? Source: langenbeck's archives of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated the incidence of incisional hernia in patients who underwent reduced port colorectal surgery between 2014 and 2020. An open stapler with 28mm anvil was used to perform the anastomosis in right sided, left sided and transverse resections. There were 150 patients in the study and circular stapled anastomosis was performed in 97. Postoperative complications included: wound infection, anastomotic leak and bleeding. It is unspecified if the device was used in these patients and interventions were not reported. Postoperative incisional hernia is not related to the device.